Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: one probe sample was returned for the probe failing to cut. A device history record review for each of the component lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacture's acceptance criteria. No additional investigation is required based on device history review. A complaint lot history examination indicates there were no other complaints for the reported issue. The sample was visually inspected using 25x magnification and was deemed conforming. Actuation, cut, and aspiration testing were performed and all testing was deemed conforming. The complaint evaluation does not confirm the probe failed to cut as the probe met specification and was able to cut. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe failed to cut during a procedure. There was no patient harm reported. Additional information and a product sample have been requested.